Manufacturer narrative:
The reported device was not returned as it was discarded at hcp. Perforation of the ventricle occurs when a component of a medical device or surgical instrument disrupts or penetrates through the wall of the ventricular myocardial muscle. Ventricular perforation is a rare but known complication of mitral valve replacement. It is typically not related to a malfunction of the device, but it typically related to implant technique, patient anatomy or a combination of both. In this case the cause of the ventricular rupture is unknown.

Event description:
Edwards received information that this patient expired three (3) days after implant. The patient was implanted with a mitral bioprosthetic valve and a ring in the tricuspid position to treat mitral and tricuspid regurgitation respectively. On postoperative day two (2), patient status was suddenly changed where the patient was in ICU after surgery, and the patient was moved to the operation room with performing cardiac massage. When the doctor opened the patient chest, a tear was found around the left ventricle, however, the cause of tear was unknown whether it was due to the stent of the valve or cardiac massage. The valve was explanted due to left ventricle rupture and replaced with a 23 mm mechanical valve. On postoperative day three (3), the patient expired with the ring implanted.